Manufacturer narrative:
Two stryker quality assurance engineers made multiple attempts to contact the customer for information on the alleged issue of the mattress sliding off the litter and if there was an injury as a result of the fall. The issue could not be confirmed, as no response was received regarding whether an injury occurred to the patient or any further details regarding the product malfunction. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
It was reported that the mattress is sliding off the litter deck and losing the velcro connection when the patient is on the side of the stretcher. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress is sliding off the litter deck and losing the velcro connection when the patient is on the side of the stretcher. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.